Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned. There was dried body fluid through out the entire lead lumen. There was a cut in the insulation at 245 ¿ 246 mm from the terminal pin, and the insulation was bunched 50 - 58 mm from the terminal pin. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds. A lead revision procedure was done during which time when the lead was pulled through the pocket by the ring, the physician notices some stretching and saw fluid in the lead. The decision was made to explant this lead and replace it with a new lead. To date, there have been no additional adverse patient effects reported.

Event description:
--